Event description:
It was reported that pump experienced malfunction alarm with code displayed as malf 0, and no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again, which caller acknowledged and understood.